Event description:
The facility stated that the surgeon implanted a cc4204bf plate silicone lens. The lens tore upon insertion into the eye. The lens was removed. The injector model and lot number was not specified by the facility. The cartridge model sfc-25, lot number was not specified by the facility